Event description:
On (B)(6) 2011, the reporter claimed that the patient has blood glucose reading of 360 mg/dl and tested positive for ketones while on insulin pump therapy. The patient's blood glucose was corrected to 196 mg/dl with insulin via syringe. Reportedly, the patient's mom has been working closely with the hcp to adjust the patient's basal rate and other advance settings. The animas representative performed troubleshooting to evaluate the animas pump and to assess what caused the patient's alleged elevated blood glucose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set. However, it was noted the insulin cartridge had small air bubbles. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The cannula did not have any a kink or bending at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. This complaint is being reported because the patient signs and symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/05/2012 - device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump histories. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad is torn over the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.